Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The pt had taxus express2 drug eluting stents placed in lesions located in the right coronary artery (rca), left anterior descending (lad) artery, and ramus in 2006 at a different hosp. The pt had been taking plavix, lovenox every other day, and aspirin. The pt was instructed to stop taking aspirin, due to lymphoma. Eight months later, the pt presented with chest pain. The rca was found to be 100% occluded, through angiography. The physician successfully placed 2.5x33 mm and 2.5x18 mm cypher stents in rca. The pt was given heparin. No additional pt complications were reported. Pt status reported as "stable". Additional info is unavailable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not availabe, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.